Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; programmer passed incoming functional testing. It was noted the stylus worked the entire time while the connector and entire length of the cable was manipulated for several minutes. Analysis also found software errors in the programmer event log. (B)(4).

Event description:
It was reported there were pen connector problems. Unable to fix with calibration disk. It was noted that pressure needs to be held on the connector to get the pen to work. The programmer was returned for repair. There was no patient involvement indicated.